Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that after a patient arrived to the ER, the unit rebooted while sitting on a stretcher. There was no negative patient impact.